Manufacturer narrative:
A follow-up report will be submitted if additional information is received for this event.

Event description:
The complaint is received via a medwatch on behalf of the (B)(6) medical center in (B)(6). The medwatch # is (B)(4). The event is reported as: the et tube that was placed in the field by, emergency medical service (ems), apparently collapsed from the cuff. The child had to be re-intubated. The product number and lot number are unknown. The medwatch states that the product was a rusch 5.5 mm endotracheal tube.